Event description:
During testing, a used 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemoclave® drip chamber, spiros® w/red cap, bag hanger was found to be occluded.

Manufacturer narrative:
Received two (2) used ch3011 admin sets with integrated chemo clave for inspection. Each chemoclave was stuck down as received. Each chemoclave was disassembled, and the internal spikes were found to be bent and broken. The reported complaint of no flow can be confirmed due to the stuck-down and damaged chemoclaves. The probable cause is due to a salt lake city molding defect. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.